Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified volume of lactated ringers via gravity. The option-lok male adapter of the tubing set was connected to the hub of the pt's peripheral IV catheter. After an unspecified length of time, it was reported that the connection of the option-lok male adapter of the tubing set and the pt's IV access site was noted to be "coming apart" and was loose. The customer contact reported that solution leaked and an unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.